Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324pslc peek-swivelock anchor pulled out of the bone. This was discovered during use with no patient harm. The case was completed with another swivelock anchor and the patient's bone quality was described as poor. Additional information was provided 15-apr-2026: it was further reported that this was discovered during a shoulder/rotator cuff procedure with no procedural delay experienced and no additional anesthesia administered.